Event description:
It was reported that the patient had a post-operative infection with superficial redness at the wound site. It was stated that anti-biotic treatment was necessary, though it was noted that there was no patient injury or adverse event. Ten days later, it was reported that the patient was doing "well" and his infection had cleared up. The drug used in the system was infumorph.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8780 serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).